Event description:
It was reported that the surgeon, during a cruciate ligament reconstruction surgery, the screw , lot number 7207674, code number 50596922, broke. No patient injury reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported breakage. Approximately 4mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. As reported the passing pin/guidewire was bent, this condition would require the use of excessive force to insert the screw. Further investigation is not warranted at this time.